Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015; 439878 lead, implanted: (B)(6) 2016; 4196-88 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to infection, endocarditis and vegetation. It was noted the organism was identified as (B)(6). No further patient complications have been reported as a result of this event.